Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic proctectomy, at the time of rectum resection, the handle was loaded without problems, the indicator flashed when the reload clamped the tissue and the user pressed the green button, but the firing could not be performed. The jaws of the device locked on tissue and was removed as usual using the release button. A new cartridge was used to resolve the issue. There was no patient injury.